Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair and a reported case of prolonged hospitalization following endarterectomy. Details of the event are provided below. On (B)(6) 2013, a (B)(6) male pt underwent a left carotid endarterectomy with cormatrix patch angioplasty. The pt was discharged 7 days post-op due to electrolyte imbalance and slow increase in activity. On (B)(6) 2013, the pt was re-admitted to the hospital for an elective bypass procedure. On (B)(6) 2013, the pt was evaluated using coronary arteriogram and left ventricular cineangiogram. The pt underwent a cardiac catheterization because of this risk factors and his shortness of breath with exertion. The pt was found to have a subtotally occluded innominate artery with symptoms of right hand and arm claudication and three-vessel coronary artery disease. On (B)(6) 2013, a four vessel coronary artery and aorto-innominate bypass procedures were performed without complication. On (B)(6) 2013, the pt had a CT scan and neurology consultation for intermittent confusion and blackout episodes post-operatively. The pt was found to be fully oriented with intact cognitive status and no focal deficits. The CT scan of the head was negative for any acute abnormalities. The doctor indicated that intermittent episodes could be secondary to medications. Although the medical records do not suggest that the device was involved with the elective cardiac catheterization, bypass procedures, or the post-operative confusion and blackout episodes, cormatrix is submitting this report due to the prolonged 7 day hospitalization that occurred post endarterectomy.